Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to cat saliva. The patient reported she has 6 cats and a dog and does not perform pd therapy in the same room as her animals, however, she may have made a touch contamination after petting a cat. On the same day as onset, the patient was hospitalized for the event. Four days after being admitted to the hospital, the patient was discharged. The patient was treated for the peritonitis with ciprofloxacin (cipro) 200mg/50ml. The patient reported she added a 35ml and a 40 ml prefilled syringe of cipro to her pd solutions every night during therapy for 18 days from the day of peritonitis onset. On the same day as completing the cipro treatment, the patient had a doctor¿s appointment and was given a new cirpo prescription as a precaution. On the same day, the patient was retrained on proper aseptic technique. The patient is currently taking one ciprofloxacin 500mg tablet every day, for 7 days. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from the (B)(6) 2014 peritonitis event (unknown date in (B)(6) 2015). Should additional relevant information become available, a supplemental report will be submitted.